Event description:
A service technician from a dealer reported that a preva intra-oral x-ray unit, serial number (B) (6), supplied a "mild electrical shock" to an operator. The service engineer measured 7v and 1300ma from the metal chassis of the machine to earth ground. Upon investigation, the service engineer found to open or poor connections between the machine and earth ground.